Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12559). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. Premature eri was observed. Review of records showed that the device went from eri to eos 10 days later. It was also noted that rf telemetry was not functioning. Device was explanted and replaced. There were no adverse events following the procedure.